Event description:
Complainant alleged that while attempting to monitor a (B)(6)-year-old female patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and full functionality stress testing with a known good ECG cable and multifunction cable on a simulator without duplicating the report. Visual inspection of the multifunction cable receptacle observed signs consistent with fretting. The multifunction cable receptacle was replaced as a pre-caution. The device was recertified and returned to the customer with a new multifunction cable. Analysis of reports of this type has not identified an increase in trend.